Manufacturer narrative:
(B)(4). On the same day as peritonitis onset, the patient was hospitalized for the event. The cause of peritonitis was reported to be the patient made a mistake of touch contamination. Twelve days after being admitted to the hospital, the patient was discharged. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The peritonitis was manifested by abdominal pain. Treatment for the event was unknown. At the time of this report, the patient had recovered, pd therapy was discontinued and the patient was switched to hemodialysis. The patient was expected to be discharged from the hospital seven days after admission. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.